Manufacturer narrative:
Internal complaint reference (B)(4). Xu j, liu h, lu w, li d, zhu w, ouyang k, wu b, peng l, wang d. A retrospective comparative study of arthroscopic fixation in acute rockwood type IV acromioclavicular joint dislocation: single versus double paired endobutton technique. Bmc musculoskelet disord. 2018 may 24;19(1):170. Doi: 10.1186/s12891-018-2104-9. Pmid: 29793464; pmcid: pmc5968503.

Event description:
It was reported that on literature review ¿a retrospective comparative study of arthroscopic fixation in acute rockwood type IV acromioclavicular joint dislocation: single versus double paired endobutton technique¿; after the procedure using ultrabraid, one patient had an infection. It is unknown how this was treated. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The data presented in this article reports an infection. However, per case details, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.